Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2024- 34355, device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set tubing deformed event on 29-oct-2024. The infusion set was in use for less than 24 hours. The patient replaced infusion sets and resumed insulin successfully. No further information was available.